Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that all the up and down buttons of the insulin pump were stuck. Customer¿s blood glucose level was unknown. Customer also reported condensation inside the screen and the insulin pump was slow to rewind. Customer declined to speak to technical support. The device will not be returned for analysis.